Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient was treated on (B)(6) 2014. Double counting contributed to the false detections. The patient was treated twice while in sinus tachycardia at 10:19:31 and 10:30:13. The post-shock rhythm of the first treatment was a sinus rhythm. The post-shock rhythm of the second treatment was sinus tachycardia. The nurse reported that the patient called ems due to shortness of breath. The patient was treated while conscious and on his way to the hospital. The response buttons were not pressed during the entire event. The patient was taken to the hospital and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): initial use. Electrode belt sn (B)(4): 10/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.